Event description:
A customer contacted beckman coulter inc. (Bec) in regards to consistently obtaining reproducible accutni results above the acute myocardial infraction cutoff for one patient generated by access 2 immunoassay analyzer. The erroneous result was reported out of the laboratory and questioned by the physician. The patient was admitted into the hospital for observation. The patient was redrawn and testing using several alternate methods and the all results recovered lower, which was interpreted by the customer as negative. Patient results are below.

Manufacturer narrative:
The samples were collected in lithium heparin non-gel tubes. Per customer, the samples appeared normal in appearance. The customer ran several other troponin samples at approximately the same time which recovered within the normal reference range. Customer declined to send the sample to customer product line support for additional testing. System check data was not provided qc recovered within the established ranges. Service was not dispatched. No root cause was determined for this event.